Manufacturer narrative:
(B) (4). (B) (4): the device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow up report will be submitted with all additional relevant information.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Time of adverse event: approximately three years post implant. It was reported via a trial that on (B) (6)2005, the patient underwent stenting of the predilated distal left anterior descending (lad) artery with one xience v stent. During the procedure, after the stent was implanted, ivus was done that showed stent malposition. This was successfully treated with balloon angioplasty and was determined to not be caused by a device malfunction. There was no adverse patient sequelae. On (B) (6) 2008, the patient experienced angina resulting in a diagnostic coronary angiography and revascularization of the proximal lad with another xience v stent on (B) (6) 2008. Abbott vascular medical safety monitors assessed the location of revascularization as the target lesion. No additional information was provided.